Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision procedure wherein a new pocket was made and the ipg was repositioned. The patient was doing well postoperatively.